Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to impedance measurements of greater than 2500 ohms. Subsequently, noise and oversensing were noted in unipolar configuration. The patient was not pacemaker dependent; therefore, the lead would remain programmed to unipolar and the patient will continue to be monitored. The lead remains in service. No adverse patient effects were reported.